Event description:
The unit did not provide an audio tone after upgrade. There was no pt harm.

Manufacturer narrative:
No patient injury information was reported. To date, no additional information was provided. During calling for troubleshooting, the intensive care therapy specialist, suggested to the customer to unload the set so that the scales could be calibrated. He called back 10 minutes later and they stated that the scale calibration was already performed. They were getting ready to restart the treatment.